Event description:
It was reported that bd alaris secondary set clamp was defected. The following information was received by the initial reporter with the verbatim: it was reported by customer that alaris secondary tubing in which the clamp was placed incorrectly (opposite direction).

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.